Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician observed error codes and e-193 in the device's event log. The technician recommended replacing the device's internal battery needs to be replaced to address issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.